Event description:
The customer reported that unit was not turning on. There was no patient involvement.

Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.